Event description:
End user alleges while transferring into the motorized wheelchair, the footplate came down and injured his legs. Allegedly, as a result of the incident, the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported the footplate came down on his legs while he was transferring into the motorized wheelchair. The footplate was returned for evaluation and was found to be in poor condition, the outer bumper guard of the footplate was missing from assembly, exposing metal edge of footplate. There was evidence of oxidation on the hardware attaching holes and in various places around the footplate. The owner's manual warns, "safe and effective use of your power wheelchair is dependant on proper maintenance, including cleaning."